Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. It was later confirmed by the customer, a biomedical engineer, that the device listed in this medwatch report was evaluated and that there were no issues observed. The customer advised that the device pass a performance inspection procedure (pip) and after observing proper device operation through functional and performance testing the unit was placed back into service for use. The device was then placed back into service for use. The customer was unable to provide physio-control with any information about the therapy electrodes that were used during the event. The cause of the reported issue could not be determined. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that when they pressed the charge button on their device (in order to shock) nothing happened. The customer later confirmed via the code summary that the device had given a "connect electrodes" message. This medwatch is to document the use of the first device. A backup device was then obtained by medical personnel and the same therapy cable and therapy electrodes (brand unknown) were then plugged into the backup device. Medical personnel observed that the backup device also gave a "connect electrodes" message, indicating that the backup device was also unable to detect the patient and, as a result, was also unable to charge and shock. Medical personnel then changed out the therapy electrodes (brand unknown) and the backup device was able to detect the patient. Medical personnel then successfully delivered one (1) 360 joule shock. There were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in an effort to obtain additional information about the patient and the event; however, the customer advised that he was unable to provide any further details.